Event description:
The customer contact reported as leak; subsequently, the peripherally inserted central catheter (PICC) needed to be replaced. The tubing set was being used to deliver an unspecified heparinized solution at a rate of 2ml/hr via a symbiq pump. The option-lok male adapter of the tubing set was connected to the PICC. The male adapter of an unspecified tubing set was connected to the distal clave y-site to deliver an unspecified antibiotic via an unspecified syringe pump. After an unspecified time later, the nurse noted solution was leaking at the connection of the distal clave y-site and the male adapter of the unspecified tubing set. It was reported the PICC clotted. The PICC was removed and the placement of a new PICC was attempted; however, the clinician was unsuccessful in the insertion of the PICC. A peripheral IV was inserted. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device is discarded. (B) (4). (B) (4).